Event description:
Caller from facility reported that unit had overfilled a final container with lipid in station 1. They had a 500 ml source container hanging and programmed station #1 to deliver 250 ml. Reportedly, the unit pumped all of the solution in the source container, but the total delivered display indicated that only 225 ml had been pumped. There was no pt involvement. The unit will be returned for eval.